Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the instrument did not fire. The surgeon was able to complete the procedure without any patient injury.